Manufacturer narrative:
The reported event of communication issues could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the serial/lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
During the supraventricular tachycardia radiofrequency ablation procedure, communication issues resulted in a procedural delay. The ablation catheter was connected and the pressure value displayed normally. However, the ablation catheter was inserted into the patient, but it was found that the catheter could not develop navigation and could not display the intracavitary potential. The radiofrequency instrument was restarted without resolution. A cable between the pressure module and the radiofrequency instrument was brought from a nearby hospital, resulting in a half hour delay. The cable was exchanged and the procedure was successfully completed with no adverse consequences to the patient.